Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. There were no damages noted to the catheter code board assembly. Impedance testing revealed no electrical issues with the device. Microscopic inspection showed the guidewire exit port was damaged but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck and entangled with the guidewire and both devices were removed together. It was noted that there was an abnormality with the guidewire and damage to the distal end of the catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Corrected: h3 device eval by manufacturer?, device not eval by MFR code, and device return to manufacturer?

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck and entangled with the guidewire and both devices were removed together. It was noted that there was an abnormality with the guidewire and damage to the distal end of the catheter. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device got stuck and entangled with the guidewire and both devices were removed together. It was noted that there was an abnormality with the guidewire and damage to the distal end of the catheter. The procedure was completed with another of the same device. There were no patient complications.